Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced the ipg being unable to hold a charge causing a lost of therapy at an unknown date. As a result, the scs system was explanted and replaced to address the issue. Date of explant is unknown.

Manufacturer narrative:
Correction h6: investigation findings code should have been 115 rather than 3221. Correction h6: investigation conclusions code should have been 18 rather than 4315.